Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient could not use the scs when walking around due to the tremors. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the tremors were not device related. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient could not use the scs when walking around due to the tremors. The patient will undergo an explant procedure.